Event description:
It was reported that the customer was hospitalized with high blood glucose of 924mg/dl by the time the paramedics arrived at her home. The caller stated that the customer was not lucid at the time and the hospital wanted to be sure the insulin pump was functioning properly. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time and date were correct. The high pressure test was completed and the test passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.